Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had perforated her uterine wall") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental issues"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, alopecia and tooth disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, menorrhagia, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: sought treatment for her symptoms from her physicians,but was unable to resolve her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.